Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, after taking the patient off of bypass, a transesophageal echocardiogram (tee) indicated valvular regurgitation. The location of the regurgitation could not be determined. The patient was returned to bypass, the surgeon added another suture to the valve, and at this time noted a small hole at the base of one of the leaflets. The valve was explanted and replaced with another manufacturer's valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the returned product specimen was examined. The observation of the device confirmed tears in the tunica of the left cusp, which appeared consistent with a puncture or laceration by a sharp instrument such as forceps or suturing needle. All leaflets were slightly stiff but flexible, and in a semi - relaxed position, which is a normal finding for this valve as it is processed with the leaflets in relaxed state. The valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A potential root cause for the reported issue has been attributed to induced damage with a sharp instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.